Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and revealed that the distal conductor of the lead was extrinsically ov ER-rotated. The distal lv (low voltage) electrode of the lead was covered in blood and ibody tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt there was a kink in the introducer causing restriction in the lumen. It was also reported that the physician attempted to activate the rv lead fixation mechanism. The helix would not extend or retract and it took 20 to 30 turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.